Manufacturer narrative:
The customer contacted a siemens customer care center. To avoid obtaining elevated results on patient samples, the customer ran buffer primes prior to running patient samples when the instrument was idle for more than an hour. The customer only provided data for one patient and the potassium data did not reflect the issue that the customer reported; the potassium result was discordant, falsely low. Quality controls were within acceptable ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. After inspecting the instrument, the cse replaced, primed and calibrated the ion selective electrode (ise) module. Then, the customer ran quality controls, which recovered within acceptable ranges. There were no reports of additional discordant results since the cse's visit. The cause of the discordant potassium, sodium and chloride results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low potassium (k) result and discordant, falsely elevated sodium (na) and chloride (cl) results were obtained on a patient sample on an advia 1800 instrument. The discordant results were not reported to the physician(s). The sample was repeated on the same instrument, resulting higher for k and lower for na and cl. The customer reported that the repeat results matched the patient's clinical condition, but it is unknown if the repeat results were reported to the physician(s). The customer reported that they obtained elevated k, na, and cl results when they ran samples on the instrument after the instrument was idle for more than an hour. The customer reported that when the samples were repeated on the same instrument, the results recovered lower. The customer only provided the results obtained on one patient sample. There are no known reports of patient intervention or adverse health consequences due to the discordant results.